Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: unit went off and will not go back. The failure identified in the investigation is consistent with the complaint record. Root cause: a short in the pc board of the cable was the root cause of the issue.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.